Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high and erratic as well as giving high control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date two months prior to the alert date of (B)(6) 2017. At this time the patient obtained blood glucose results of ¿300 and 351mg/dl¿ with the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. In addition, the patient also obtained results of ¿220 and 230mg/dl¿ with another meter within 30 minutes of these results. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. In addition, the patient also obtained a control solution reading of ¿165mg/dl¿ which falls out with the control solution range for the test strip lot the patient was using. The patient manages their diabetes by self-adjusting their insulin dosage and took an increased dosage of 8 units of humalog an unspecified period of time after obtaining the alleged subject meter results. The patient stated that 2 days after this they developed symptoms of ¿dizziness and sweaty¿; symptoms which they self-treated with glucose tablets and/or gel. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the results. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.